Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to complete functional testing. The cause for the failure was a shorted u409 can transceiver on the computer/analog board was shorting the 5v wire. Additionally, there was liquid contamination on the j1003bb. The root cause for the shorted u409 transceiver could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.